Manufacturer narrative:
Additional information :additional information : additional follow up information was received, and it was reported that the cause of the peritonitis event was constipation. The patient was performing continuous ambulatory peritoneal dialysis (capd) at the time of the peritonitis event. At the time of this report, the patient had been hospitalized for the peritonitis event for 20 days and the hospitalization was ongoing. On an unreported date, the patient was treated with unspecified medication (dose, route and frequency were not reported). The patient¿s pd catheter was removed the week prior to this report and the patient has been performing hemodialysis (hd) in the meantime. Re-catheterization is scheduled to be performed after 2 months. At the time of this report, the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.